Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after 10 hours of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, the catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the re-turned sample. No obvious blood was noted within the helium pathway. No visual damage or abnor-malities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immed iately detected from the bladder membrane. Under microscopic inspection, a cut consistent with contact from a sharp object was noted on the iabc bladder at approximately 22.5cm to 22.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 14.6cm from the iabc distal tip, which is the lo-cation of the clotted central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 49.9cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "gas was withdrawn from the helium pipeline and blood was found" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which can cause a helium loss alarm and allow blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blad-der leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after 10 hours of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, the catheter was immediately removed". Additional informaiton states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after 10 hours of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and blood was found. Therefore, the catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".